Manufacturer narrative:
Concomitant medical products: 694865 lead, 419488 lead, implanted (B)(6)2005.

Event description:
It was reported that the patient was in atrial fibrillation (af). The right atrial (ra) lead exhibited p-wave undersensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.